Event description:
During coiling treatment procedure, it was reported the coil prematurely detached in the neck area during coil insertion. The physician attempted to retrieve the coil, but was not successful. In the end, it was reported that the coil was left in the parent artery. No complications were reported to have occurred with the pt as a result of this event.

Manufacturer narrative:
The pusher assembly was returned for eval and confirmed the implant coil had detached, but the eval could not determine the cause of the event.